Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed that there was a damage in the guidewire exit hole port assembly. It was observed that the proximal sheath assembly was damaged/detached. Kinks were observed along the sheath assembly consequently, confirming the reported complaint.

Event description:
It was reported that catheter stuck in lesion and sheath detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), after pullback was performed, the catheter was being removed from the patients body when the tip of the catheter got trapped in the lesion area. Subsequently, the outer sheath was separated and the core was removed. However, the catheter was successfully removed by inserting a 14 wire. It was replaced with another of the same device, but the tip part of the second device got kinked. Eventually, the procedure was continued and successfully completed after replacing with another of same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter stuck in lesion and sheath detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), after pullback was performed, the catheter was being removed from the patient's body when the tip of the catheter got trapped in the lesion area. Subsequently, the outer sheath was separated and the core was removed. However, the catheter was successfully removed by inserting a 14 wire. It was replaced with another of the same device, but the tip part of the second device got kinked. Eventually, the procedure was continued and successfully completed after replacing with another of same device. No patient complications were reported.